Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open anterior resection, during the second firing for the bowel tissue closure, after reloading the stapler, the device did not fire. The reload did not work altogether. The tissue closure was done manually.